Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. Customer reported that they did not know if blood glucose level was effected, customer was not on pump and reverted to insulin injections until supplies are available.